Event description:
(B)(4). I got essure device implant in (B)(6) 2012, it was covered by my insurance and placed by my doctor at his office. It was far more painful to have done than I had imagined. However I returned to work that same day. The first few weeks after procedure and into a few months everything seemed fine, my periods were slightly heavier than before I had the device but not unbearable, I did experience what felt almost like contractions, and some burning sensations but just figured it was my body adjusting. Over the past three years my periods have increased to an abnormally heavy flow and are increasingly longer, many months having 2 cycles pre-essure my periods were moderate flow for approximately 4 days. During our family vacation this year the bleeding was extreme I was soaking through a super tampon in less than an hour for several days and my periods often last 10 days. I have also started experiencing severe headaches sometimes 2 times a week where I previously had 1 a month. I am losing a lot of hair. I am also experiencing excessive chronic fatigue for the last two years I think I had to go into have vitamin b and vitamin d shots because my vitamin levels were extremely low. I went to my primary care dr. Telling her I'm sleeping all the time I feel sickly, I feel like something is killing my body , I feel like my body is dying I sleep continually I requested a cbc because I was also losing my hair in large quantities scared to death she was going to tell me I had cancer and that was the reason I was suffering from all the craziness affecting in my body after running multiple blood tests. She reported all my blood tests were normal and sent me to my obgyn because of the bleeding and the severe pain I was experiencing at which time he scheduled me for an in office hysteroscopy to check me for abnormal cells polyps -praise god all negative -however the problems were being caused by something, and I was determined to get my life back!!! After the hysteroscopy he gave me the choice to have a surgical procedure called ablation done or another less invasive possible solution would be to go back on the pills to see if this would help - the pills helped some but the other symptoms continued so I returned to him complaining something is draining all my energy I also told him I cannot explain this, I feel like something is killing my body!!! Not to mention the complete lack of sexual desire due to extreme pain during and after- my poor husband he has suffered much as well and my family with me constantly declining from participated in things with them either because I was too weak and tired , bleeding to heavily, or in too much pain. This all being said he pointed my attention toward the fact that new evidence coming forth with people experiencing several of the symptoms I had suffered with for so long- that had received the essure implants, light bulb really could all of my pain and suffering been eliminated years ago.